Manufacturer narrative:
(B)(4). Manufacturing date requested but not available at the time of this report. Field serviced specialist visited the account after the reported event. Performed iris, slit, axial and hyperopia motor calibrations. No patient injury occurred and post op results were good for patient involved. No additional problems or observations made. System met all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reports that when they were in a hyperopic treatment, the laser stopped and wanted a refill. This was the second patient of the day and they had already performed a refill before beginning cases. Customer states the 2nd refill was the same as the first they had already done and it was 1291 mbar. There was no option for a boost as it was grayed out on the display. The patient had 3 seconds remaining in an approximately 37 second treatment and the doctor opted not to complete (the remaining 3 seconds) after the refill was completed.